Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and verified the reported issue. Stryker determined a depleted battery was the cause of the reported issue. Device archived by stryker.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.